Manufacturer narrative:
The device was returned to resmed for an evaluation. A review of the device data logs confirmed the power fault. However, the service center was unable to reproduce the fault during in-house testing. The device met the service testing requirements. The device was serviced, calibrated, tested, and returned to the customer. Based on the engineering review of the device logs, evaluation results, and previous investigations of similar complaints, it was determined that the device fault was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device had a power fault. There was no patient injury reported as a result of this incident.